Event description:
Complainant alleged that while monitoring a female pt, the device's display was distorted and no clinical info could be seen. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.